Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead dislodged to the tricuspid valve due to twiddlers syndrome. The lead was explanted and replaced when repositioning was unsuccessful. Patient is doing fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.